Manufacturer narrative:
Event date is approximate. The main component of the system and other applicable components are: product ID: 3889-28, lot# va024gr, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s implant was replaced due to breaking their lead a few months before (B)(6) 2014. The patient reported ¿some of them are left in there and are floating around¿. It was noted that when the lead wasn¿t broken the implant worked for the patient. No further complications were reported.